Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 300cc mentor memorygel breast implant placed experienced bilateral rupture, left sided device migration, and left sided cutaneous contour deformity post procedure. During a physician examination rippling and a torn capsule in left breast was revealed. Additionally, the left sided device was stated to be dropping. This examination also revealed that the right implant appeared to be ruptured in multiple spots with an intact capsule and no leaking silicone. Subsequent magnetic resonance imaging revealed left sided ruptured as well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-09572 for contralateral prosthesis report.